Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one photo and one physical sample were provided to our quality team for evaluation. During visual inspection, it was observed that the catheter is broken; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001510569 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Per the vendor's certificate of conformance, the tensile and elongation requirements were met. Additional testing was performed per iso , with a minimum break. The catheter was sectioned into three 4 1/2 inch pieces. Each section exceeded the minimum pull force requirement . The failure mode could not be replicated or less per the iso standard. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Pleurx catheter broken during insertion in side the tunnel.

Manufacturer narrative:
Pr 9453658 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26.

Event description:
Pleurx catheter broken during insertion in side the tunnel.